Event description:
Subsequent to the initial medwatch report, additional information received indicates the puncture site blood expressed/"massaged" was from tissue tract oozing not was not arterial bleeding.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported uncommon resistance felt during thumb advancer deployment was not confirmed as the analysis of the device indicated that the device performed as designed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Against resistance - the thumb advancer was reportedly advanced against resistance. The starclose se instructions for use state under the closure procedure section not to advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device with the following the steps. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number two on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the body of the patient, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage.

Event description:
It was reported that after a percutaneous coronary intervention by retrograde approach, the access site was transversed without any problems, and arteriotomy closure was successfully achieved in a non-calcified femoral artery using a starclose se device. The closure procedure was completed without performing a femoral angiogram. Reportedly, the 6-french procedure sheath was replaced over the guide wire with the starclose se exchange sheath. The vessel locator wings were deployed and initial splitting of the green exchange sheath performed perfectly. During thumb advancer/exchange sheath splitting an uncommon resistance was felt, but thumb advancer/exchange sheath splitting were completed. The starclose se clip deployed and achieved hemostasis. After firing the clip and using massage technique of the groin there was no bleeding. There were no reported adverse patient effect and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4) - during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. (B)(4) - failure to follow steps - a femoral angiogram was reportedly not performed prior to use of the device. The starclose se instructions for use state under closure procedure to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection.